Event description:
Developed cough while using CPAP from philips. Cough was repeatedly evaluated as to etiology and the possibility of the CPAP as cause became increasingly more likely. Stopped CPAP and cough improved. Restarted and cough worsened. This was repeated x 2. This was a unit that was on the list of affected units from philips but no resolution has been provided by the manufacturer. Must have the CPAP yet cannot use this model/ brand due to defect in the polyester based foam. "Solutions for the consumer?" FDA safety report ID # (B)(4).